Event description:
It was reported that the patient¿s stimulator was removed 2 years ago due to (B)(6) infection. Perioperative antibiotics were administered. The patient did not have meningitis but have fever, redness, drainage, incisional wound opening and pocket erosion. The primary location of the infection was at the device pocket and lead track. A culture was obtained and the type of organism cultured was (B)(6). IV antibiotics, oral antibiotics, and total device system explant were required. The infection resolved.

Manufacturer narrative:
Product ID: 3888-56, lot# v390153, implanted: (B)(6) 2010, explanted: (B)(6) 2011, product type: lead. Product ID: 3888-56, lot# v349340, implanted: (B)(6) 2010, explanted: (B)(6) 2011, product type: lead. Product ID: 3998, lot# v020688, implanted: (B)(6) 2007, explanted: (B)(6) 2011, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2011, product type: extension .product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2011, product type: extension. (B)(4).